Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a portion burned on the plastic distal end cover had foreign material, but the type of material could not be identified. It is possible that the foreign material may have remained due to reprocessing not being correctly been implemented; however, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: IFU (reprocessing manual) ¿5.5 manually cleaning the endoscope and accessories¿ describes ¿brush or wipe cleaning all external surfaces of the endoscope¿ as below. Clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. IFU (operation manual) describes the warning as below. - operation manual chapter 4.2 using endotherapy accessories high-frequency cauterization treatment: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Laser cauterization treatment: to avoid patient injury, burns, bleeding, and/or perforation as well as damage to the endoscope, do not activate laser radiation before confirming that the tip of the laser probe appears in the proper position in the endoscopic image. Keep an appropriate distance between the target and the endoscope¿s distal end, and always use the lowest power output possible. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the burning of the plastic distal end cover. There were no reports of patient involvement.